Manufacturer narrative:
This report is submitted on june 15, 2021.

Event description:
Per the clinic, the patient experienced trauma to the abutment site and an infection resulting in a loose abutment. The patient was placed under general anesthesia on (B)(6) 2021, in order to replace the abutment.